Event description:
It was reported to the MFR that the vns pt has been experiencing weight loss. The pt's device was programmed off and the pt was able to gain weight. The weight loss has been determined to be related to vns therapy by the pt's physician. Diagnostics performed on the pt's device at implantation surgery were within normal limits. The pt's device has been explanted with no plans for replacement due to intolerance. The explanted products have been returned to the MFR for product analysis. Product analysis is currently pending.